Manufacturer narrative:
Additionally, the customer reported the ultrasound image has a minor drop out in the 6 o¿clock position. The suspect device has been returned to olympus for evaluation, the service center noted a non-olympus parts were on the distal sheath and the adhesive. It was also noted the reported event was confirmed due to broken elements in the ultrasound probe, the distal end cover was dented. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus their evis exera ii ultrasound gastrovideoscope they were able to restore the image after it blacked out. Upon inspection and testing of the customer returned device, it was observed the distal sheath adhesive chipped and the light guide adhesive is peeling due to physical stress. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the distal sheath adhesive being chipped and the light guide adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 31-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.